Manufacturer narrative:
Evaluation, conclusions: failure to follow instructions (use of damaged device).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the procedure the physician encountered resistance during the insertion of the endurant aui delivery system and removed delivery system. The vessel was pta¿d with an 8mm balloon and the physician re-attempted to insert the endurant aui device. The delivery system could not be advanced to the intended landing zone, upon attempt to remove delivery system physician felt excess resistance while withdrawing. After device was removed from the patient, inspection of the device revealed one set of the suprarenal barbs had penetrated the outer sheath of the delivery system. Because there was not have another aui device available, the physician used a hemostat and compressed barbs back into delivery system, rolled slightly back on the blue handle to bring barb tips into sheath a little more. Physician then pta¿d using a 10mm balloon and attempted to insert device one more time. The delivery system passed and the stent graft was deployed successfully, slightly impinging upon renal artery origins but both renal arteries filled briskly upon final angio. Post deployment, it was revealed that the iliac artery was completely dissected, physician performed bypass procedure to route blood flow to lower extremity. No additional clinical sequelae were reported.

Event description:
Updated information was received. It was reported that the patient is fine.

Event description:
Updated information was received. It was noted that there was severe calcification in the left iliac and moderate in the right.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.